Event description:
Reporter advised one of the needles from the lot had greenish locking particulate matter on the shaft of the needle. There was no pt involvement. Attached pictures are in reference to medwatch report submitted via telephone. Situation where a nurse attached a 25g 1" needle to a prefilled syringe and upon connecting syringe, noticed the needle had an object attached to the needle shaft. It is green in nature.